Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that he is using energizer battery already. The patient was advised to clear the alarm with esc and act. The customer stated that the insulin pump only shows the filled circle and the battery symbol shows a complete empty battery. The customer was advised to clean battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to insert new aaa alkaline battery and the patient received failed battery test. The customer was advised that the insulin pump need to be replaced and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected off no power, low battery or failed battery test alarms were noted. However, the pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.